Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The hernia was manifested by nausea and fluid overload. The location of the hernia was not reported. The patient was not hospitalized for the event. Twelve days after the receipt date of this report (future date), the patient is scheduled to see a surgeon to go over options for recovery. Further treatment for the event was not reported. At the time of this report, the hernia was not resolved, the patient was not recovered, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.